Event description:
It was reported that the patient's right ventricular lead failed to convert ventricular tachycardia during defibrillation threshold testing (dft) due to lead positioning. The lead was repositioned on (B)(6) 2023. The patient was stable.